Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.0 x 33 mm xience prime stent in the left main/proximal circumflex artery, a 4.0 x 28 mm xience v stent in the left main, and a 3.5 x 33 mm xience prime stent in the left main/proximal left anterior descending artery. On (B)(6) 2014, an abnormal stress test was performed, which noted stable angina and ischemia. In-stent restenosis was noted in all three stents implanted in the left main complex and on (B)(6) 2014, a revascularization procedure was performed in the left main artery, proximal left anterior descending artery and proximal circumflex artery. The patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional xience v and xience prime devices referenced are being filed under separate medwatch reports. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effects of angina, ischemia, and restenosis, as listed in the xience prime everolimus eluting coronary stent system electronic instructions for use, are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.